Event description:
A renal angiogram was performed without incident and the pt was transferred to his room. Bleeding was noted at the insertion site. The dressing was lifted and it was noted the introducer sheath was cracked. The sheath was removed and the pt's heart rate decreased. Medication and fluids were administered and no further pt complications ensued.